Manufacturer narrative:
The device investigation was completed on 5-nov-2015. The regional service center (rsc) reviewed the service log revealed a delivery failure (df) alarm followed by a failed low no cell calibration. Elevated counts during the low calibration performed on (B)(6) 2014 are consistent with a misbehaving no cell contributing to the df alarm that occurred prior to the failed low calibration. Although identified in the service log, rsc did not experience a df alarm during service, but did replace the no cell. A full functional test was performed and the device operated according to specifications and is suitable for distribution. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event. However, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015, during a routine review of service order findings from a regional service center (rsc) in the united states, a company representative identified a delivery failure associated with a failed low no calibration with inomax dsir serial number (B)(4). This is being reported as it is considered a reportable malfunction. (B)(4) has been opened for this event.